Event description:
The initial reporter stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 13:46, a sample from the patient was tested using the meter, resulting with a value of 5.1 inr. At 13:46, a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. At 15:46, a sample from the patient was tested in the laboratory with an unknown method, resulting with a value of 3.3 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently stable, with no symptoms. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every four weeks. The patient's hematocrit is within range for use of the meter. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's warfarin medication has not changed since last tested. The patient had no medication changes, no illnesses, an no symptoms of high inr. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 353499) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.